Event description:
A falsely elevated troponin I result of 0.60 ng/ml was obtained on patient sample. The results were reported to the physician who questioned the result. The sample was redrawn and results of 0.04 and 0.00 ng/ml were obtained. Patient transfusion was delayed, but there was no report of adverse health consequences to the patient as a result of the falsely elevated troponin I result. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I was sample integrity.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results was sample integrity. The IFU for dimension ctni flex reagent cartridge contains the following information: "specimens should be free of particulate matter to prevent appearance of fibrin in serum samples, complete clot formation should take place before centrifugation." The instrument is performing within specifications.